Event description:
It was reported by the patient that their lead was fractured. The lead was inactivated and remains in the patient and a new lead was placed. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).